Manufacturer narrative:
The tech found the casters and the brake block were worn. The tech rebuilt the brake block and replaced the casters to repair the bed.

Event description:
Info received indicates the brake was found not holding during a preventive maintenance check.